Event description:
It was reported that following an elevate anterior implantation on (B)(6) 2014, the patient presented with pain in the "proximal left area" and a small extrusion in the anterior compartment. A revision surgery occurred to trim the mesh and "cut arm of elevate." No additional patient complications have been reported in relation to this event.